Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an excelon¿ transbronchial aspiration needle device was used in the patient¿s lungs during a bronchoscopy procedure with computer assisted image navigation performed on (B)(6) 2016. According to the complainant, during the procedure, the needle of the excelon¿ device would not completely retract; however, when the needle has been retracted, a part of the sheath of the device was detached and fell into the patient¿s airway resulting to bleeding. Reportedly, the bleeding was treated by applying cold saline and epinephrine. Furthermore, the detached fragment was retrieved using a smooth-cup bronchial forcep. The procedure was completed using a new scope and another excelon¿ needle device in conjunction with a non-bsc needle device.

Manufacturer narrative:
(B)(4). Investigation results: visual evaluation of the returned device found that it was within specification. However, a foreign plastic material was received along with the device inside a petri dish. Further evaluation revealed that the plastic material is not part of the device. Functionally, the needle would extend and retract without issues and no leaks were noticed upon leak test. Based on all gathered information and investigation results, there is no evidence of either the alleged issue or any defect which could have contributed to the event. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an excelon¿ transbronchial aspiration needle device was used in the patient¿s lungs during a bronchoscopy procedure with computer assisted image navigation performed on (B)(6) 2016. According to the complainant, during the procedure, the needle of the excelon¿ device would not completely retract; however, when the needle has been retracted, a part of the sheath of the device was detached and fell into the patient¿s airway resulting to bleeding. Reportedly, the bleeding was treated by applying cold saline and epinephrine. Furthermore, the detached fragment was retrieved using a smooth-cup bronchial forcep. The procedure was completed using a new scope and another excelon¿ needle device in conjunction with a non-bsc needle device.